Event description:
It was reported that the device had an event code that indicated a possible critical failure in the memory. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has received the device for evaluation. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.